Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, during an extraction of pelvic calculi, the basket wire of two ncircle tipless stone extractors broke. The first device (reported under patient identifier lqh345295) was used to extract stones twice before the basket wire broke. The second device (subject of this report) was then used, and the basket wire of this device also broke. A third device was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, manufacturer instructions, quality control procedures and functional tests and visual inspection were conducted during the investigation. One ncircle tipless stone extractor was returned for investigation. The device was returned inside an opened outer package. The collet knob and mlla were tight. The handle was partially closed and the basket formation partially closed. One basket wire was pulled out of the distal cannula. During functional testing, the handle actuated the basket formation. A document-based investigation evaluation was performed. No related nonconformances were recorded, and there have been no other lot-related complaints received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. No gaps were discovered during reviews of the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use provided with the device state the following: ¿precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the available information, cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. No information was known regarding procedural conditions, therefore the cause of the issue could not be conclusively determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an extraction of pelvic calculi, the basket wire of two ncircle tipless stone extractors broke. The first device (reported under patient identifier (B)(6) ) was used to extract stones twice before the basket wire broke. The second device (subject of this report) was then used, and the basket wire of this device also broke. A third device was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.